Event description:
On (B)(6) 2025 the user reported experiencing hyperglycemia with bg levels of 300 mg/dl after breakfast. The user completed a full supply change under agent guidance. Approximately 40 minutes afterward, bg was 318 mg/dl and subsequently trended down to 249 mg/dl later that morning. No medical intervention or hospitalization was required, and bg continued to stabilize. No long-term health effects were reported.